Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? The following information was requested, but unavailable: 1. Was surgery delayed due to the reported event? Unknown. 2. Was procedure successfully completed? Unknown. 3. Were fragments generated? Unknown. 4. If yes, were they removed easily without additional intervention? Unknown. 5. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. 6. Is the patient part of a clinical study, unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and fibrin sealant preparation device was used. The fibrin sealant preparation device syringe connected to supplied applicator in pack. Staff then tried to detach supplied applicator in order to attach laparoscopic applicator and could not loosen the supplied applicator grey threaded connectors. Tried to use an instrument to unscrew connectors to no avail. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) corrected information: d 4. Primary UDI number. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3274805 and 3296666. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: lnstituto grifols, s.a upon the reception of the notified incident, additional information was requested such as the experience of the user, the presence of any leakage observed at the connection, as well as the availability of pictures of the device involved. To date, no additional information has been received and the device is not available for evaluation. According to our standard procedures, an investigation was initiated focused on the following: investigation of the dual applicator tip: considering the nature of the reported incident, it was requested to ethicon to carry out an investigation of the manufacturing of the tips involved in the product batch, as eth icon is the supplier of veraseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components¿ parts utilized for the involved batches met the established specifications with no incidents related. Results of quality control performed at lnstituto grifols, s.a facilities. According to our standard procedures, the results of the quality controls performed to the incoming materials (tips) involved in the notification were reviewed. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, 804h076861, was performed. The results were found correct and no deviations were detected. Even though a definitive root cause cannot be determined, considering that there were no evidences detected during the manufacturing process of the tips, and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used. Even though a definitive root cause cannot be established, based on the investigations conducted and the results of the incoming inspection of the tips were correct, it is concluded that the reported issue is not related to the quality of the product or any of its components. For this reason, we would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. However, in order to record the reported incident related to the dual applicator, lnstituto grifols, s.a will track it in their system the reported incidence for monitoring with the supplier of the associated tips. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3274805 mfg date: 10/30/2022, exp date: 10/31/2027. Batch 3296666 mfg date: 11/28/2022, exp date: 11/11/2027. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.